Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 505 mg/dl when she woke up. The patient treated via insulin pump bolus. During troubleshooting the insulin pump was able to pass the self test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.